Event description:
Livanova deutschland received a report indicating that, during procedure, a 3t heater cooler displayed alarm e5 (patient circuit stirring mechanism does not start and does not draw sufficient power) and alarm e6 (patient pump drawing excessive power). Patient pump 1, the cardio pump, and the stirring motor were not functioning as expected. The ac main board was displaying multiple alarms. There was no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in the united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.